Event description:
(B)(6) 2024 e1 (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it stopped working in (B)(6) with some of the side effects they saw over the summer, and the patient had an infection.  And they started to have stomach pains in september. The patient had - pain and issues with urinating.  And was taken to the hospital. MRI done and surgery scheduled. Medtronic agent is going to be at the surgery that is being scheduled for the replacement device to be installed.  Interstimx going to be installed next vs rechargeable version they had before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.